Event description:
The customer reported that the jaws would not open after sealing and cutting. The operator had to cut the surrounding tissue to remove the instrument. There was no injury to the pt.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.